Event description:
It was reported that approximately 7 months after the 2.5 x 15 mm promus stent implantation, the patient had recurrent ischemic symptoms, and new ECG changes consistent with a possible myocardial infarction. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6) 2010, a 2.5x15mm promus stent was implanted in the mid right coronary artery. On (B)(6) 2011, the patient was diagnosed with unrelated small cell lung and mediastinal cancer with liver metastasis. The patient was hospitalized. Sometime around (B)(6) 2012, the patient died from unrelated lung cancer. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Ischemia and myocardial infarction are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).